Event description:
The manufacturer received information alleging a ventilator failed a test step during service. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device's ac inlet connector was found to be broken. The device's ac inlet connector was replaced to address the issues.